Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bicarbonate liquid on a cobas 6000 c (501) module. The sample initially resulted in a co2 value of < 0.4 mmol/l. The customer noticed the low result in the laboratory information system and decided to repeat the sample. The sample was repeated on a second analyzer, resulting in a value of 22 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The co2 reagent lot number was 860662. The reagent expiration date was requested, but not provided. The customer cleaned the sample probe and repeated patient samples. The patient samples recovered correct values. The field service engineer checked the rinse levels and probe adjustments. The customer ran controls and these recovered within range. Precision studies were performed. The investigation is ongoing.